Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Per IFU: high watts/low flow alarms can be associated with an indication of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as multi organ failure and death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that the patient was implanted at the end of july with icm as baseline. It was stated that the recovery took a very long time, and patient was referred to a rehab center, but came back to hospital one week later due to bad general condition. Beginning of last week patient controller showed increased flow, diagnostics provided also showed increased ldh and free hgb. Lysis was performed 3 times, when symptoms of pump thrombosis occurred and on the 4th time yesterday, the site decided to performed a pump exchange. Patient expired this morning ((B)(6) 2015), due to mof, 16 hours after pump exchange. It was stated that the patients anticoagulation was continuously controlled and within the therapeutic range. It was stated that the pump was explanted and sent to the manufacturer. Investigation is ongoing. No additional information available at this time.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of log files which revealed power consumption above the normal operating range. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and visual inspection but failed dimensional examination due to a deviation in front housing mating face flatness. However, as per an internal investigation, this is not expected to impact pump performance. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.